Manufacturer narrative:
Little or no specific info is known regarding the event at this time. The surgeon has elected to monitor the pt; no revision surgery has occurred at this time. When relevant info is available, including any device eval, a follow-up report will be filed. Review of labeling notes the following: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Nonunion or delayed union.

Event description:
It was reported that in two cases of acdf utilizing the helix plate, that the one of two inferior screws loosened in a 3-level construct. Surgeon has elected to monitor the pts and revision surgery has not yet occurred. No other details are known at this time.